Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she was not currently experiencing any diabetic symptoms. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for defective lcd. Customer stated the true metrix meter was displaying partial characters on the startup screen display. Customer did not report taking any medication based on results. At the time of the call the customer reported experiencing frequent urination and customer stated her physician is aware; medical attention was not needed at the time of the call. Customer stated due to the defective lcd and being unable to test, she has been going to the clinic to have her blood glucose checked for about a week.